Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke after 150,000 joules of use. The package in which the fiber was received was confirmed to be intact prior to use. There were no difficulties using the fiber that could have contributed to the reported issue. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
This report is a duplicate of manufacturer report: 2937090-2019-61695.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke after 150,000 joules of use. The package in which the fiber was received was confirmed to be intact prior to use. There were no difficulties using the fiber that could have contributed to the reported issue. The procedure was completed with a second fiber without clinical consequences to the patient.